Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that patient right atrial (ra) lead exhibited noise that was oversensed by the device. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.